Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the universal surgical manipulator and made electrical / mechanical adjustments. The system was tested and verified as ready for use. The probable root cause of error 54 may be attributed to user-induced problems including loosely connected, dirty, damaged, improperly seated, or disconnected blue fiber cable. This error is a preventative maintenance advisory recommending cleaning all contacts on the blue fiber cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 2 (usm2) stopped working mid surgical case. According to the customer, there were no reported faults. The customer deviated the universal surgical manipulator 1 (usm1) to universal surgical manipulator 2 (usm2). Tse advised that the surgeon may had hit the foot swap pedals. The surgeon did not want to try hitting the pedal again. Tse reviewed the system logs and noted error 54. The customer was moving forward with the usm1, usm3, and the usm4. The procedure was completing as planned with no reported injury.